Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported that the customer was recently hospitalized due to diabetic ketoacidosis. The customer's mother declined to provide additional information regarding the hospitalization. Caller also reported that the insulin pump may not have been recording all boluses properly. Caller stated that the insulin pump also had a low reservoir alarm. Blood glucose level at the time of the incident was 273 mg/dl. The insulin pump was not replaced or returned for analysis.